Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a cut on connecting tube, water tightness is lost. Objective lens was chipped. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Grip had a scratch. Scope connector cover was deformed. The up/down knob was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope exhibited air/water leakage during receipt inspection of the device. The device was returned and an inspection revealed, the stain/discoloration of the light guide lens. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to adverse event problem and additional manufacturer narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the components inside the light guide lens were corroded by influence of moisture/humidity that entered the device from the leaking point. Additionally, corrosion may have been detected as dirt on the device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.